Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that after a few minutes into the case, the unit started to smoke and set off the fire alarm. It was further reported that the unit was rushed out of the room after turning it off and unplugging it.